Event description:
1671119 - no pt ¿ bio. It was reported that the display was dim. It was reported that the issue was found during set up. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the display was hard to see and could only really view it in the dark. The customer powered the unit on and attempted to adjust brightness that was already set to 5. The customer was able to see the brightness go down by adjusting the settings. The remote support engineer (rse) suspected that the lcd was the issue. The rse provided the customer with part numbers for a replacement display, and the customer also requested the part number for front panel assembly. It was reported that the lcd display was replaced, and the issue was resolved. The unit was returned to service. Based on information provided and/or service performed the reported issue was confirmed.